Manufacturer narrative:
The field service engineer (fse) replaced the pinch valves. Afterwards, the issue was resolved. The investigation is ongoing.

Event description:
The initial reporter complained of an error and questionable results for multiple tests and multiple patient samples on a cobas e801 module. The customer provided examples of discrepant results for 3 patient samples tested for free psa elecsys e2g 300 v2 (free psa), pth elecsys e2g 300 (pth) and elecsys tsh (tsh). "Sample 2" initial free psa result was 0.0223 ug/l. The repeat was 0.487 ug/l. "Sample 3" initial pth result was 11.7 ng/l. The repeat was 203 ng/l. "Sample 6" initial tsh result was 2.30 mu/l. The repeat was 2.92 mu/l. The initial results were reported outside of the laboratory and corrected upon repeat testing. The free psa reagent lot number was 568175. The expiration date was not provided. The pth reagent lot number was 551809. The expiration date was not provided. The tsh reagent lot number was 571765. The expiration date was not provided.

Manufacturer narrative:
The pinch valves were requested for investigation but they were no longer available to send. The investigation did not identify a product problem. The cause of the event could not be determined.